Event description:
It was reported that the physician had concern regarding the atrial lead integrity. Review of the device data showed that the atrial lead had been deteriorating for a long time, with low impedance less than 200 ohms for the last 80 weeks. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): no anomalies found, proximal segment. We did receive performance data collected from the device and have analyzed the data. The atrial lead impedance measurement has been variable and trending lower over the duration of the record. The min range has been 90 - 216 ohms and the max range has been 160 - 328 ohms.